Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-41: dead battery. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for dead meter accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of weakness. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is undisclosed and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.